Event description:
The customer called to report that she went to the hospital due to a low blood glucose of 42 mg/dl. The customer stated that her sensor glucose and blood glucose readings were 34 points off. The customer changed the sensor, and stated she would monitor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.